Event description:
A malfunction alarm identified as malf 12 was reported, but there were no notable events preceding the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the customer was advised to continue using the pump while monitoring for any recurrence of the malfunction. The customer understood and acknowledged the guidance provided.